Event description:
It was reported the patient lost stimulation approximately 3 weeks ago (exact date unknown). The sjm representative met with the patient and diagnostic testing indicated impedance readings within normal ranges. Reprogramming was unable to provide effective coverage. Additional reprogramming (at a later date) was able to initially provide effective coverage. However, the patient began to experience auto-reducing and reprogramming was unable to resolve this issue. The sjm representative is to meet with the patient at a later date as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.